Event description:
It was reported that during a bariatric procedure, in general the staff has been having a green load that is not completing the firing sequence, this was the first firing. No buttressing was used and the device was not difficult to remove. It is unknown how the case was completed. There were no patient consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with an ecr60g partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.